Event description:
Reprocessed device did not function properly, ie; did not cut where needed and was arcing behind targeted tissue and making "popping" sounds from device. Unk if there was adverse effect to pt.